Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the hcp had concerns for possible overdose with the patient's device. No further information was provided. The event date was unknown. No further complications were reported/anticipated.